Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? No ¿ how long, in minutes, did the surgery prolong? Just long enough to grab another replacement suture ¿ which tissue was being sutured when the event occurred? Stomach / backwall of gastrojejunostomy ¿ was additional dissection required in other organs/tissues other than the target tissue? No ¿ was there any change in the patient¿s post operative care due to the prolonged procedure? No ¿ was the needle piece(s) retrieved during the same procedure? Yes ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? Pull needle out with needle driver ¿ was there any additional tissue damage as a result of searching for the needle piece? No ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? Not available to send back ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) ak(please refer to the attached email), ahh rep spoke to dr cl (please refer to the attached email) , bariatric surgeon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2025 and barbed suture was used. It was reported by the sales rep that the surgeon described during gastric bypass a metal part coming out of the needle. It looks like it just broke at the swage point. Needle and suture both removed safely, another suture used to complete procedure. There was no patient harm. Very little surgical delay was reported, just to straighten needle to pull through trocar and get a new suture. Additional information was requested.